Event description:
Pt called lfs on 3/17/03 alleging their ot ii meter read inaccurately high which resulted in a hypoglycemic event. Pt stated that in 2003 pt tested their blood sugar and obtained a reading of 171 mg/dl. Pt took 45 units of nph insulin based on the reading. Pt stated it is a set amount but pt would have taken less if the reading was lower. (Unable to obtain sliding scale info). Pt then ate breakfast (two boiled eggs, coffee, and piece of bread). Pt then got dressed, and left the house on an errand. Pt stated that half an hour after driving pt started feeling weird, "as if losing consciousness". Pt had a "fender bender" accident and stated the next thing pt remembers was a paramedic asking pt if pt had diabetes. The paramedic gave pt a glucose IV and pt was taken to the hospital. At the ER pt discovered their blood sugar reading was 32 mg/dl. Pt was kept in the hospital overnight and released the next day. Doctor had changed pt's insulin regimen by decreasing pt's nph in the morning to 12 units and adding lantus 30 units before bed. Pt's evening dose of nph was discontinued. The pt did not remember any specific times of what took place. No further info was reported.